Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and return of the explants was requested in order to progress with this investigation, however, it has been confirmed that no further information can be provided for this case and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reveiwed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The sterilisation method and sterile barrier system used to package trinity devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and have been validated in accordance with the relevant standards. Infection is a known complication with any hip surgery. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision on (B)(6) 2018 due to recurrent infection. The patient also required a wash out on (B)(6) 2018.